Event description:
It was reported that this pacemaker had increased power consumption with one and a half years remaining. Boston scientific technical services (ts) reviewed device setting and explained this could be due to higher suspension setting. Moreover, data analysis showed that device appeared to be drawing excessive power. In addition, the power does appear correlated with the right ventricular (rv) percent pacing and appears consistent with a malfunction in the rv output circuitry. Additional information indicated that the device was explanted due to premature battery depletion (pbd) and patient was given antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker had increased power consumption with one and a half years remaining. Boston scientific technical services (ts) reviewed device setting and explained this could be due to higher suspension setting. Moreover, data analysis showed that device appeared to be drawing excessive power. In addition, the power does appear correlated with the right ventricular (rv) percent pacing and appears consistent with a malfunction in the rv output circuitry. Additional information indicated that the device was explanted due to premature battery depletion (pbd) and patient was given antibiotics. No additional adverse patient effects were reported.